Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-5400-13 size 13 glenoid targeter leg batch number: ar10040501 was received for investigation. Visual evaluation of the returned device noted scratches along the edge of the device. Functional testing was performed by attempting to insert the returned ar-5400-13 size 13 glenoid targeter leg into a known good ar-5400-01 glenoid targeter titanium shaft and it was found that the returned device could not be inserted as intended into the mating part. The cause can be attributed to a supplier manufacturing issue being addressed by ncr-26054. Refer to record cross reference. Refer to investigation photos. Complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/28/2025, it was reported by a sales representative via (B)(6) that an ar-5400-13 size 13 leg glenoid targeter was unable to be inserted into the shaft guides. This was discovered during the case with no patient harm.